Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported events could not be identified. Based on the results of the investigation, the most likely root causes were also not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a gap observed at the adhesive area of the distal end, and the adhesive around the objective lens was peeled. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and additional information from the final investigation. Corrected fields: b5. H11. Updated fields: d5, h2, h6. A definitive root cause for the forceps elevator burn could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the instrument may have welded to the scope tip during the procedure.

Event description:
The device evaluation also found that the forceps elevator had a burn.